Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.